Manufacturer narrative:
Additional information:concomitant medical products. Cadd cassette reservoirs was returned for analysis. The returned sample consist of nine products of p/n (B)(4) and the samples were received without its original packaging and in used conditions. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and in the nine samples the slide clamp was activated. The nine (9) samples were connected to the cadd legacy plus [cal. ID: 1.0124; due date: (B)(6)2019 and a balance mettler toledo [cal. ID: 35.0019; due date: (B)(6)20] to look for unusual function; no discrepancies were detected; the accuracy tests were successfully passed. The samples were connected to the cadd legacy plus to look for unusual function; no discrepancies were detected, and accuracy tests were successfully passed. The customer's reported problem was unable to be duplicated. According to the investigation, no problem found and the root cause cannot be determined since the complaint was not confirmed due to the fact the accuracy testing was successfully passed.

Event description:
Information was received indicating that the patient noticed that more medication remains in the cassette when using the cadd cassette reservoir- flow stop. It was reported 81.6 ml of medication was supposed to be administered but approximately 20 ml- 30ml remained. It was reported that changing the cassette back to the non-flow stop option resolved the issue. There was no reported injury to the patient.